Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint was unable to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been insufficient device insertion resulting in inadequate fluid return. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that after a lower extremity intervention, the doctor attempted to use the 6 french angio-seal device involved to close the femoral artery. The procedure sheath used was a 6 french. The doctor did not receive pulsatile flow out of the arteriotomy locator; therefore, the angio-seal sheath was removed and flushed. The device was reassembled and tried again; however, the doctor still did not get pulsating flow. The nurse opened a new angio-seal and the same issue occurred. The patient's blood pressure was 150 systolic. The doctor did not try to deploy the angio seal because he could not properly locate the vessel. The sheath was removed, and pressure was held. The patient was in stable condition, and the procedure outcome was satisfactory except for closure. There was no patient injury or surgical intervention required. Additional information was received on 27 jan 2023: the doctor stated that he did perform an angiogram and it was acceptable for the angio-seal device. The doctor did not mention any difficulties with access or any other equipment insertion issues. There were no issues with the insertion of the angio-seal sheath; however, no deployment was performed due to no pulsatile flow from arteriotomy locator.